Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller fault alarm was confirmed via the log file. The log file spanned approximately 1 day ((B)(6) 2020 from 04:08:35 to 09:23:17 per the timestamp). Controller internal fault alarms were active on (B)(6) 2020 from 09:02:51 to 09:23:17 due to a test circuit failure. This occurred after a load test was completed which failed. The backup battery failed the load test due to the unloaded voltage being higher than the acceptable threshold of 12.5v. Prior to the failed load test the controller passed multiple load tests without issue. The alarm did not affect the controller¿s ability to operate the pump at the set speed and resolved after the controller was turned off on (B)(6) 2020 at 09:23:17. The driveline was disconnected on (B)(6) 2020 at 09:18:51 for a controller exchange. No other notable alarm was observed. The returned hmiii system controller, serial (B)(6), was functionally tested with the returned backup battery, serial (B)(6). The controller operated a mock circulatory loop for an extended period of time without any issue. No alarms were reproduced. The root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had controller fault alarm. The vad coordinator change to back-up controller. Additional information states that patient was issue a new backup and there were no other alarms. Patient has no symptoms and is continued to be monitor.